Manufacturer narrative:
(B)(4)

Event description:
Customer reportedly received the following results on two different nano systems within 10 minutes: 149 mg/dl (system 1); and 85 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.